Event description:
It was reported that during a lap colon resection procedure, the rubber part covering the valve detached from the valve itself. The surgeon had to retrieve the above mentioned rubber piece from the pt's abdomen. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.